Event description:
Procedure - shunt creation. While opening and prepping the medtronic ares ventricular catheter & peritoneal catheter, dr. Noticed discoloration on the catheter. There was concern that it may have been blood. The decision was made to no utilize the catheter. Upon further review it appears that it was reddish discoloration of the catheter itself which could not be wiped off. Device and original packaging retained. Device is clean was never contaminated. Patient code: 4582. Device code: 1170. Referencing report mw5185602.